Event description:
It was reported by service report that the power cord plug had a loose power prong, causing the bed to have intermittent power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug had a loose power prong.